Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of 308 and 298mg/dl on the subject meter. The time difference between these reading exceeded 20 minutes and so does not allow for lifescan to determine an inaccuracy. The patient manages their medication with non-insulin shots. The patient reported consuming less food/drink in response to the reported readings. The patient reported developing a symptom of blurry vision sometime on the same day. The patient denied receiving any treatment for this symptom. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hyperglycemia after the alleged issue began.